Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-april-2024, it was reported by the patient that the three infusion set was leaking at site due to which hyperglycemia occurs since last 3 hours infusion set was in use. High blood glucose level was 350 mg/dl. No further information was available.

Manufacturer narrative:
Device 1 of 3.